Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics for peritonitis which were discontinued 15 days after event onset. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had a poor environment and poor source of water; however, this is out of the control of the patient; therefore, the cause was reported as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.